Event description:
The manufacturer received information alleging the ventilator failed a test step during preventive maintenance. There was no harm or injury reported. The device's blower motor and blower assembly were replaced to address the issue.